Event description:
Boston scientific received information that the patient exhibited twiddler's syndrome, causing the right atrial (ra) lead to dislodge. New lead was replaced and the ra lead was surgically abandoned. It was also found out that the pocket site had puss on it. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.